Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. Additionally, it was reported that a resume pump alarm occurred. Customer's blood glucose ranged from 170-200 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.